Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump where it was reported that the bag empties before the expected infusion completion time. There was patient involvement and there was no further report of additional human harm.